Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, it was reported that the clips are failing and they are not tightening in the vessel. The issue occurred using four clip appliers.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open craniomaxillofacial procedure, it was reported that the clips are failing and they are not tightening in the vessel. The issue occurred using four clip appliers. A fifth device was used to complete the procedure. There was no patient injury.